Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated advia centaur ca 19-9 results which were discordant relative to alternate-method testing and other clinical indications. The lower results were accepted as correct. There is no indication of a cancer diagnosis for this patient. All related quality control (qc) results were within range. The assay's instructions for use (IFU) states the following, under limitations: "the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays.9 patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Siemens is investigating. Note: MDR 1219913-2023-00028 has been filed for the observations of (B)(4).

Event description:
The customer reports observation of reproducibly elevated advia centaur ca 19-9 results which were discordant relative to alternate-method testing and other clinical indications. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment in association with the observed result discordance.

Manufacturer narrative:
MDR 1219913-2023-00029 was initially filed on 2023-02-10. Additional information, 2023-02-24: siemens has concluded the investigation. A customer from outside the united states reported observation of reproducibly elevated advia centaur ca 19-9 results which were discordant relative to alternate-method testing and other clinical indications. Results for the same sample were lower following dilution, and much lower following pre-treatment with peg 6000. Results from two alternate methods were lower, and consistent. Ca 19-9 quality control (qc) results were within normal ranges. There was no indication of a cancer diagnosis for this patient, who was tested as part of a physical examination. The customer was unable to provide any information regarding any medications or supplements the patient may have been taking. The affected sample cannot be sent to siemens for testing. On the basis of the information provided, it appears that there is a sample-specific interference leading to the observed result elevation. There is insufficient information to determine the specific cause, but pre-analytical factors or other sample-specific effects cannot be ruled out as causes for the observed discordance. The expected values section of the advia centaur ca 19-9 instructions for use (IFU) indicates that 3.7% of tested samples from normal patients produced results >37 u/ml, so a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the advia centaur ca 19-9 IFU states the following: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Based on the investigation, no product problem was identified. The customer is operational and no further support is required. Notes: 1) in section h6, the codes for investigation findings and investigation conclusion have been updated. 2) mdrs 1219913-2023-00028 and 1219913-2023-00028 supplemental 1 have been filed for the same problem.